Event description:
The patient reportedly experienced sound quality issues and intermittency between the external equipment and the cochlear implant, followed by a loss of lock. External equipment was exchanged, however the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device was scheduled.